Manufacturer narrative:
(B)(4). Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe had plastic inside the syringe. The following information was provided by the initial reporter: ¿foreign matter(plastic).¿

Manufacturer narrative:
H.6. Investigation: one sample was returned to sbdm, lot number is 1812062. Visual inspection of complaint sample: sbdm conducted visual inspection of the complaint sample, there is indication the fm maybe plastic piece, size of fm is 19.5mm x 15mm. Infrared spectrometry (ir) analysis: using ir analysis, the fm material was determined to be polypropylene, the same raw material as plunger. House sample inspection: sbdm inspected 30 pcs each from lots (1810263, 1812062 and 1901102) of house sample, no issue was reported. 1 sample was returned to sbdm. Using ir analysis, the fm material was determined to be polypropylene, the same raw material as plunger. Sbdm investigate the syringe assembly process. The likely cause for the defect is that the fm in the barrel occurred while the plunger was feeding to syringe assembly machine. The plunger was not moving to index of syringe assembly machine properly and cause the plunger to be broken, and the broken part was pushed by air and moved into the barrel. Sbdm assume that the fm occurred when starting or stop the assembly machine. Sbdm has in house (B)(4) in place to monitor defect. The manufacturing record of the complaint sample was reviewed and there was no issue while manufacturing.

Event description:
It was reported that a bd¿ syringe had plastic inside the syringe. The following information was provided by the initial reporter: ¿foreign matter(plastic).¿